Manufacturer narrative:
On 1/14/2021, it was reported to mentor that the product returned was not the correct product. The surgeon¿s office confirmed that the left and right implants were switched, what was returned was the right side and not the left. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. (B)(4).

Event description:
It was reported that a female patient underwent a breast surgery with mentor memorygel breast implant 400cc and suffered from a capsular contracture baker grade iii/IV on the left breast implant. As a result, the patient had undergone removal on (B)(6) 2020.

Manufacturer narrative:
On (B)(6) 2020, it was reported to mentor that the patient¿s age was (B)(6). The patient¿s race was caucasian. The procedure was breast augmentation revision. The date problem observed for some of the symptoms was (B)(6) 2020. The patient had undergone removal and replacement with mentor memorygel breast implant 400cc. The capsular contracture was baker grade iii. The patient experienced asymmetry and ptosis on the left breast implant. On (B)(6) 2020, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2021, it was reported to mentor that the serial number is (B)(6). The product that was received was the correct product. A manufacturing record evaluation was performed for the finished device 7378873 number, and no non-conformances were identified. On (B)(6) 2021, mentor conducted a visual inspection of the returned device. During visual evaluation no apparent damage or visual anomalies were observed on the sm mpp gel 400cc returned device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2021, it was reported to mentor that patient¿s age was 49 years old. The patient experienced breast ptosis and dog ear. Manufacturer¿s reference number: (B)(4).